Event description:
The manufacturer received information alleging that the dreamstation 2 device would not turn on. The device was not in use on a patient at the time of the occurrence. The device was returned to the philips service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the auto CPAP advance w/modem/pca was burned. In conclusion, the device's pca was replaced to address the issue. Additionally, during the service of the device, had error codes e093 (rtc value error), e250 (barometric error/failed pca), and e303 (touch sensor error). The reusable pollen filter needed service, blower was contaminated, iso port kit was contaminated, ui bezel plus was scratched and had saline pollution, blower outlet seal/isolator kit was contaminated, heated tube cable had physical damage and listed parts needed to be replaced. These were unrelated to the reportable malfunction/issue. The device passed all final testing. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.